Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = black. On (B)(6) 2022 the customer reported loss of communication, change sensor, calibration not accepted errors. Inserted a test p-cap into the retainer ring, and it locked in place properly. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The only communication alerts/alarms that occurred around the event date are the following: 775=calibrate now--10+ alarms on just (B)(6) 2022 only; 798=transmitter connection 2 occurred (B)(6) 2022 17:05:23. The adapt tool does not list any pump errors which could potentially trigger a critical pump error whatsoever. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of loss of communication, change sensor, calibration not accepted errors all were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that cannot find sensor signal occurred. There was no adverse impact or consequence reported as a result of this event.